Manufacturer narrative:
Device analysis. The delivery device with the stent on the balloon was received with the product mandrel and stent protector intact and a hypotube fracture was observed. The original y adaptor and sheath were not returned for analysis. Examination of the returned catheter exhibited a fracture of the hypotube located 80.7 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severly kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the original kink or the subsequent fracture could not be determined.

Event description:
Reportable based on product analysis completed on 07/02/2007. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The physician was attempting to deliver the 4.00x16mm taxus express2 stent to the left anterior descending (lad) artery. The physician was placing the stent through the "y" valve and sheath when the stent kinked from the seam before touching the guide catheter entry. However, product analysis showed that there was a hypotube fracture. There was no pt contact and the procedure was finished with another of the same size taxus stent. The pt condition is listed as good.